Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 550 mg/dl. The customer was treated for the high blood glucose and brought it down but experienced a rise in their blood glucose again later the same day. The customer stated that the backlight to their insulin pump was dime and the vibration mode was too loud. The customer stated that their sensor never alerted the customer about the high blood glucose. The customer stated that the sensor read blood glucose levels under 100 mg/dl. The customer went on the other line for a phone call and the line was disconnected after a brief time of waiting. The customer did not return the product back for analysis.